Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic and moisture damaged was found at the motor. Unable to perform displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unable to verify a21 alarm, a17 alarm, a47 alarm and missing segment due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blinking line across the screen. Moisture was under the screen and there was some fog. The insulin pump alarmed external error, unexpected restart, and displayable history check failed on startup. The insulin pump had cracks around the battery compartment and cracks on the top corners of the lcd screen. Customer's blood glucose level was 42 mg/dl. She gave herself too much insulin due to the carbohydrates that she did not eat. Her blood glucose level went up to 335 mg/dl after drinking soda. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.